Manufacturer narrative:
Pending completion of device analysis and review of device history record. Internal complaint number: (B)(4).

Event description:
Clinical specialist (cs) contacted technical solutions in order to report a prometra ii pump with underinfusion volume discrepancies. The first underinfusion volume discrepancy was observed during a refill appointment in which the expected volume was 4ml and the actual returned volume was 19ml. A cap study was performed a few days later in which the catheter was determined to be patent. A stethoscope test was performed during the prime and audible clicks were heard. Around a month later, a volume check was performed in which another underinfusion volume discrepancy was observed when a full 20ml of medication was extracted. The pump was explanted and replaced at a later date.

Manufacturer narrative:
Corrected information: h3, h6. Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any nonconformances, issues or capas associated with pump function. Analysis of the pump's functionality was performed. The pump reservoir function was checked by filling the reservoir with 20 ml of sterile water for injection (swi) and allowing the reservoir's pressure to return the fluid into the syringe. The reservoir was refilled and the cap was flushed with 5 ml of swi. A demand bolus of 0.3 mg with a 1.00 mg/ml concentration over 16 minutes was programmed. At ambient temperature, fluid droplets were observed at the tip of the stem indicating proper priming of the pump. A second demand bolus, programmed with the same parameters, at 37 °c did not produce any fluid droplets at the tip of the stem. The pump was programmed with a 1.994 mg daily dose multi-rate flow test over a 24-hour time period at 37°c. The dispensed volume was 0.0 ml (0.0%) of the expected volume. The catheter access port and suture ring were removed and the pump was decontaminated a second time. A magnet flush was performed with the suture ring and cap off, and the fluid was just dripping out. An additional multi-rate flow tests was performed and yielded a result of 0.0 ml (0%) of the expected volume. The device was unable to prime at the designed temperature and therefore, is associated with CAPA 00065. Further investigation will be captured in CAPA 00065. Internal complaint number: (B)(4).